Event description:
It was reported to philips that the system generated the following remote alert: "inverter temp sensor failure", which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned since the issue was intermediate. The philips field service engineer (fse) inspected the system onsite and confirmed that the inverter temp sensor had failed. Upon troubleshooting, fse found point (power inverter) was not working properly. To resolve the issue, fse replaced power inverter evr certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.